Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed on (B)(6) 2023 due to non-union. Additional information indicates the patient underwent several months of therapy, however, the bones failed to fuse. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, additional information indicates it may be possibly related to the use of a non-tmc regenerative bone product that was close to expiration which was used during the same surgery. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in 3011623994_2023_00309.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed on (B)(6) 2023 due to non-union. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.